Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/02/2014 with the following findings:there was no visible damage to the keypad. The contrast & down buttons were found to have an intermittent response to button presses. The up & ok buttons were found to be responding properly. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, the pump was found to have a faded and discolored display screen upon powering on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down arrow buttons required a few presses to respond. The reporter indicated that the issue was occurring for a couple of weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.